Manufacturer narrative:
The device involved in this event will not be returned for evaluation, as it was left in the pt. (B)(4).

Event description:
Treatment of an avm with onyx. It was reported during procedure, the catheter became entrapped into the onyx in the pca artery. After several attempts to retrieve the catheter, the physician decided to leave the catheter in the pt until the surgical resection that was scheduled later in the week. During surgical resection, the avm and catheter were removed. Approx 15 cm of the catheter was reported left in the pt. Same event as MDR# 2029214-2010-00210.